Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbbt occurred . No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot. There was no log available to download. The allegation was undertermined. The root cause could not be determined. No injury or medical intervention was reported.